Event description:
Screen on tourniquet machine went black during the procedure. Tourniquet continued to work but time and pressure were not available. Manufacturer response for tourniquet, tourniquet (per site reporter): the unit was sent out.